Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient has been visiting the hospital, due to severe skin irritations that caused painful wounds after wearing the pod. No information was provided on the type of treatment been received by the doctor.